Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture shortly after implant. Upon interrogation, high pacing thresholds were observed. The physician suspected a micro-dislodgement, so a revision procedure was scheduled. The rv lead was successfully explanted and replaced with an active fixation lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.